Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report#3006705815-2018-01174. It was reported the patient had a blood clot about a week following scs trial procedure. Physician advised patient to stop blood thinners for the trial procedure. Patient underwent procedure for the clot. Clot reportedly resolved. As a result, the permanent implant procedure is pending at this time.